Event description:
Buyer reported cracked tubing. Blood was infusing on a patient when the user noted drops of blood on the floor and blood was leaking from a crack in the set (site of crack unknown at this time). No patient or staff harm reported.

Manufacturer narrative:
Manufacturer's report date: 05/11/2011. (B)(4). The device has been received but has not been evaluated yet. A follow up report will be submitted once the failure investigation has been completed.